Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the gray silicone jaw boot was lifting off of the hemopro jaw. Nothing fell into the patient and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone boot on the cold jaw was cracked and peeled away from the jaw. No pieces detached from the jaw. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).